Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun medical internal report (B)(4). In a follow up with the facility, the reporter stated that the facility had recently changed to the space pump products and were used to using a competitor's pump. She confirmed that there was "no extravasations, no consultations, no medical intervention other than swelling and the nurses had to restart the infusions. She stated that because they use to a different manufacturer's pump, they set the occlusion level at '4' believing it indicated '4' psi, and that this was erroneous on their part as it was "apples and oranges' from what they were used to. The reporter stated that she did not know the serial numbers of the pumps at the time. The actual device has not been received yet and the investigation is on going at this time. A follow up report will be submitted when the results become available.

Event description:
As reported by the user facility: date:(B)(6) 2016, (B)(6), ppn/lipids infusing site "edematous, lipids leaking at site" in l antecubital space. IV removed, no treatment, placed PICC line on (B)(6) 2016.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun medical internal report (B)(4). In a follow up with the facility , the reporter stated that the facility had recently changed to the space pumps and were used to using a competitor's pumps. She confirmed that there was "no extravasations, no consultations, no medical intervention other than swelling and the nurses had to restart the infusions. She also stated that because they used a competitor's and set the occlusion level at '4' believing it indicated '4' psi, and that this was erroneous on their part as it was "apples and oranges' from what they were used to. As the actual device or logs were not returned for evaluation, further evaluation was not possible however, this event is attributed to human factors and additional support has been provided to the facility